Event description:
Customer reported that after completion of a red blood cell exchange procedure on an optia device, the patient developed blurred vision and a headache associated with hypotension. The patient was treated with intravenous dipyrone and received hydration with 500 ml of 0.9% saline solution. Clinical improvement was observed after approximately three hours of observation, and the patient was subsequently discharged. Per customer patient "medically discharged" the collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: per the customer, no device malfunction has been identified and there were no issues observed during the procedure. Investigation is in process, a follow-up report will be provided.